Event description:
This rv lead was implanted on (B)(6) 2003. A call to technical services on 8/19/11 states that the rep is working with dr. (B)(6). Rep stated rv lead was programmed unipolar so there is a possible problem with the rv lead. Rep believes with they programmed rv lead to unipolar they also programmed atrial lead to unipolar. Md reviewed telemetry strip from 2 and noticed ventricular under sensing and pacing into t-wave. Rep stated av search was on at 400msec. Rep stated there was no under sensing at av of 150 to 250. Rep reprogrammed avd. Rep sated r-waves are 2.8 to 6.0 mv. Technical services asked what is programmed sensitivity and did you change this? Rep stated yes it was 2.5mv changed to 2mv r-waves measuring 4.8mv patient rarely paces in rv. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).